Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient visited emergency room (ER) due to high blood glucose level and diabetic ketoacidosis (dka) on (B)(6) 2026. The patient was treated with IV and fluids of saline. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.